Event description:
Bowel was frozen underneath the sepramesh. Info was received in 2006 from a physician concerning a pt (age and gender not reported0 who on an unspecified date underwent a ventral hernia repair with placement of sepramesh ip. Sepramesh ip was hydrated prior to placement. Subsequently, the pt was returned to the operating room where it was found that the bowel was frozen underneath the separamesh ip. No further info was available. The reporting physician felt that the event was definitely related to the use of sepramesh. Additional info has been requested. This conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme qa is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.